Event description:
Healthcare professional reported, rupture. And capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "possible rupture" and exchange. Device remains implanted.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on radius side assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is not related to the device. Additional observations: ¿ observed stress marks on the device. Additional, changed, and/or corrected data: d9, h3, h6